Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage on the device. A review of the event history log revealed a record of ten doses during pump operation and an occlusion alarm. Functional testing was unable to duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a flow rate error. Per reporter, the fault occurred during infusion. There was known patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.